Event description:
The reporter stated that there was an inaccurate delivery in volume over time (v/t) mode. The unit was programmed to deliver 13cc over 20 hrs but delivered it in 1.5 hrs. There was no pt injury or treatment associated with this event.